Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button on the keypad. The customer stated that the insulin pump was dropped and the liquid crystal display screen was completely gone from the insulin pump. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.